Manufacturer narrative:
The delivery system of the stent came back (pin and pull) and the 6x40 120cm smart flex stent was deployed in a different segment of the vessel. The doctor therefore had to use another stent for the lesion. There was no reported patient injury. No additional information is available for review. The product was not returned for analysis. A product history record (phr) review of lot 133324 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ stent delivery system (sds)-ses deployment difficulty - inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event. According to the safety information in the instructions for use, ¿the s.m.a.r.t. Flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location.¿ the term ¿vessel¿ indicates vascular usage although the paucity of information does not allow confirmation of this supposition. Therefore this is considered to be off label usage. It is important to straighten the delivery system and stabilize the device handle prior to deployment of the stent to prevent stent ¿jumping¿. Neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the delivery system of the stent came back (pin and pull) and the 6x40 120cm smart flex stent was deployed in a different segment of the vessel. The doctor therefore had to use another stent for the lesion. There was no reported patient injury. No additional information is available for review.